Event description:
On 23-feb-2026, a sales representative reported via (B)(4) that the ar-1408lp reamer had the tip break off inside of the uni cortical socket during a distal biceps repair. The distal biceps implants had to be removed, broken tip was then removed. The distal bicep was repaired a final time with no complications. This issue was discovered during a case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.